Event description:
Per the clinic, the patient presented with post-operative wound infection on (B)(6) 2021. Mild granulation was observed around the abutment site and silver nitrate was applied. The patient was prescribed with oral steroids for 10 days. On (B)(6) 2021, the patient experienced purulent drainage and was subsequently treated with silver nitrate and oral antibiotics (duration not reported). On (B)(6) 2021, the patient experienced granulation tissue and discharge. Silver nitrate was applied around the abutment post after the wound was cleaned, however, this did not resolved the issue. The abutment was removed on (B)(6) 2021, for the wound to heal.